Manufacturer narrative:
This report is being submitted for additional information from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was further reported, the issue "image problem due to air/water leakage from the distal end" was found before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. The following is included in the instructions for use: ¿operation manual - preparation and inspection -inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual - cleaning, disinfection and sterilization procedures ¿ precleaning: -warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - flush water and air into the air/water channel-caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection and sterilization procedures-manual cleaning: -clean the external surfaces. -immerse the endoscope in the detergent solution. -with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. -flushing detergent solution into the air/water channels. -removing detergent solution from all channels.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Leakage was found at connecting tube. The distal end cover was cracked. Connecting tube exhibited buckling. The suction cylinder had discoloration. Electrical connector, shield plate and shield disc had discoloration due to water leakage. Due to a pinhole on connecting tube, water tightness was lost. Due to a scratch on bending section cover, insulation resistance value at distal end does not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited image problem due to air/water leakage from the distal end. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.